Manufacturer narrative:
This record was reviewed by the pms clinical expert as serious injury due to the patient reporting scarring of the lungs. No other clinical information or medical interventions were reported. In this report, box h - type of reported complaint, health impact code has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, dizziness, headache and scarring of the lungs. There was no report of medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.